Event description:
It was reported that the 9600+ system is not working. It was noted that the footswitch was not working. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified substance on the foot switch. Footswitch cleaned. The system was tested and found to be working as intended and placed back into service.